Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not log data despite being in use. Ultimately, the pump displayed the missing data. Reportedly, the customer continued using the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.